Event description:
Respiratory equipment provider is not servicing equipment according to prescribed requirements. What can I do to enforce compliance? Product in question is a CPAP that is under rental by me and being paid for by medicare. Diagnosis: suffer from sleep apnea.